Manufacturer narrative:
Concomitant medical products: monoject 35 ml syringe; therapy date: (B)(6) 2017. The customer¿s report that a patient was found holding the syringe from a pca pump could not be confirmed however evidence of tampering was noted. The log review showed that on (B)(6) 2017 at 11:15 am the pca module alarmed for check syringe while infusing hydromorphone in pca only mode. The pca module recorded that at 11:18 am the door was opened. The cause for the check syringe alarm and door open recordings could not be ascertained from the log analysis. There was no record in the pca event log that the lock was placed in an unlocked state prior to the door being opened, as expected under normal operating conditions. The volume in the syringe was recorded at 28.1561 ml when the infusion began. The volume infused was recorded at 0.6 ml when the pca alarmed for check syringe, suggesting 27.5561 ml remaining in the syringe. When the infusion was reprogrammed the volume in the syringe was recorded at 24.0202 ml. It could not be ascertained if a new syringe was installed; if a new syringe was not installed then approximately 3 ml was missing. Testing found the pca module was fully functional and accurate in its operation. Physical inspection of the pca module confirmed the door had evidence of pry marks below the lock housing. Damage to the door lock itself was reportedly caused by the customer¿s own investigation prior to return of the device for investigation. The root cause of the reported event could not be definitively determined but evidence of possible tampering was noted.

Event description:
The customer reported that a patient who was receiving a pca infusion was found holding the medication syringe after tampering with the pca pump. The infusion order was for dilaudid 1 mg/ml, 30 ml vtbi in a monoject 35 ml syringe with a bolus rate of 0.2 mg every 15 minutes and no basal rate or 4 hour dose limit. The primary IV fluid rate was 150 ml/hr. The patient was in sickle cell crisis with difficult to control pain and had previously received IV push and sq dilaudid throughout hospitalization. After the event the patient was difficult to arouse, received narcan ivp x 2, responded to the administration of the reversal agent, and remained on the general unit. There was no report of additional medical intervention provided after the event.